Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The device was being used to deliver an unspecified solution. After an unspecified length of time in use, it was noted that the tubing separated from the clave port. It was reported that approximately 15cc of blood was lost. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.